Event description:
Dr was placing a left ij (internal jugular) dialysis catheter using seldinger technique. Vein accessed using ultrasound. Guidewire threaded without problem. Dialysis catheter threaded easily over the guidewire. When the doctor pulled the wire out from the catheter, the end of the guidewire the doctor was holding snapped and split, cutting the glove and doctor's finger. Catheter and guidewire removed as one unit. Second catheter tray was opened to complete the procedure and placed without incident. Manufacturer response for 20 cm curved trialysis catheter, power trialysis short term curved extension dialysis (per site reporter): they will send me shipping material to send product back.